Event description:
During surgery on (B)(6) 2011 for right renal stent and lithotripsy for right stent, a section of the tamper evident seal of a kendall/ curity foley catheter tray broke off at a perforated section and was inserted into the pt's bladder when the foley catheter was inserted. This was not seen during the time of placement and remained in the pt's bladder, where calculi formed about it. The pt had surgery on (B)(6) 2012 for removal of the retained foreign object. When the staff looked at the kit in place on (B)(6) 2012 - the plastic tamper evident seal easily pulls off and sticks to the catheter by static cling.